Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 30.4ua. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number:d150709-1). The control solution tests for level low were 48/47 mg/dl, for level high were 252/241 mg/dl. The request control solution ranges are: level low 30~75 mg/dl; level high 200~300 mg/dl. All results were within the acceptance range. Pass(but strips was expired on july 09, 2017). We tested in house strips with returned meter (strip lot number:d160526-1). The control solution tests for level low were 53/51 mg/dl, for level high were 225/239 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. Althought the returned strips tested were still within the spsification, but patient used expired strips to test blood which might caused or contributed to error readings. User issue.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 after the end received higher than normal blood glucose results from her prodigy diabetes meter. The end user was sweaty and felt light headed accompanied with a blood glucose reading of 455 mg/dl. The end user was taken to the ER and upon arrival her blood glucose was 170 mg/dl. No treatment was administered to assist in stabilizing her blood glucose since it was within normal range. After several hours in the ER the end user was discharged with a blood glucose reading of 160 mg/dl. No additional details were provided in regards to this medical event.